Manufacturer narrative:
Per tandem's t:flex user guide, "tandem diabetes care, inc. Recommends periodically checking the battery level indicator, charging the pump for a short period of time every day (10-15 minutes), and also avoiding frequent full discharges."

Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump shutdown due to low battery while the customer was sleeping. The customer's blood glucose (bg) level was 272 mg/dl and it was addressed with a correction bolus. The customer plugged the pump to charge and reloaded the same cartridge. The customer's bg level was reported to be doing well since then.